Manufacturer narrative:
(B)(4). Retainer ring is black. Customer returned insulin pump for alleged cosmetic damage located at the reservoir tube on event date (B)(6), 2022.unable to perform the displacement test due to an observed pump error 37. Test p-cap locks properly into the reservoir compartment. Unit successfully downloaded using thus software. Pump error 37 alarmed on (B)(6) 2022 11:38:51.000 during rewind, problem due to motor issues. During visual inspection, no loose or disconnected motor flex connector noted on j5 at electrical board 1. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage¿on the motor home switch, the force sensor and electrical board 1. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage and scratched case. Cosmetic damage at reservoir tube was not confirmed. However, other cosmetic damage was noted. Observed pump error 37 confirmed, problem isolated to a corroded home switch. Moisture damage noted on electrical board 1, the force sensor and motor home switch. The insulin pump involved in this event is the 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the reservoir stocked inside insulin pump, not possible to pulled out. No harm requiring medical intervention was reported. The device was returned for analysis.